Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. The report represents the second implanted valve. Please reference related manufacturer report no: 2015691-2018-02443 the device was not returned for evaluation. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the patient¿s porcelain aorta and narrow sinotubular junction are likely contributing factors for the valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) during the europcr 2018 presentation, ¿ventricular dislocation of low implanted transcatheter aortic valve in the patient with porcelain aorta and a narrow sino-tubular junction¿, a 26 mm sapien xt valve was implanted too ventricular. Several minutes after implant, the valve embolized into the left ventricle and caused severe hemodynamic deterioration and cardiogenic shock. A second 26 mm sapien xt valve was implanted too ventricular, but in a stable position. Both 26 mm sapien xt valves were explanted. A 19 mm sorin miroflow valve was implanted and reconstruction of the ascending aorta using horse pericardium graft was performed. The patient was discharged at day 14.